Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site report: based on OEM analysis, the claim as "not justified" is determined, and the results of tests performed at samples were satisfactory.

Event description:
Country of complaint: (B)(6). Complaint description: description of the incident: inguinal herniorrhaphy. In use the needle thread (1) is disassembled. Two sutures had ruptured thread at knotted by hand, with two different surgeons.